Event description:
When cuff placed on pt's arm and inflated to take blood pressure, pt complained of pain. Stopped inflation and noted approx dime-sized hematoma to left upper arm. Dr informed and examined left upper arm; also, 2 smaller size blue places noted size of eraser head. Notified biomed. It is believed to be pt sensitivity. History of ua and sensitivity. Used device entire morning 6/14/94 (5 other pts no complaint or problem).